Event description:
It was reported by the customer that the machine was smoking and burning. The customer changed the fuse, but the machine would not turn on. The power cord was confirmed to be okay. No patient injuries, infections, or complications were reported.